Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the unit had been leak tested prior to use. After about 6-12 hours of use, the patient informed hospital personnel that she could feel fluid leaking down her neck. No adverse health outcome resulted.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection did not reveal any obvious damage. Attempt to inflate the sample with 12 cc of air failed as cuff would not stay inflated. Leak test was performed by submerging the unit under water while inserting air through the inflation line. Unit revealed pinhole fracture on the airway line along the shaft. Location of hole was found to be 12 mm from bottom of the neck strap on the proximal end of the shaft. It is unlikely that this hole was present prior to use as the devices are 100% leak tested in manufacturing prior to packaging. Customer reported that unit was in use 6-12 hours before the leak was felt by the patient. Likely cause of the pin hole is a rough spot in the patient's anatomy.